Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient used an omnipod 5 insulin pump, and did not use the closed loop feature. She used her phone with the g7 app and a receiver as display devices. On (B)(6) 2025, the patient became hypoglycemic, confused and lost the ability to speak. The cgm value was 95 mg/dl, and no corresponding bg finger stick value was obtained. She did not realize she was low and was not able to self-treat. After the spouse realized there was a problem, he gave her several glucose tablets and then checked her bg with a glucometer. At some point after treatment with glucose tablets had started, her values were bg fs 49 mg/dl and cgm 93 mg/dl and increased into the 60 mg/dl range. After treatment at home the patient recovered. Follow up contact was made with the patient and she indicated she continued to use the sensor for the remainder of the sensor session, but also used her bg meter if necessary. She had been a diabetic for many years, and although there was no bg finger stick value at the time of the event, she realized she must have been very low if unable to check her bg level or to self- treat. At the time of the follow up contact, the patient was recovered from the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the c zone of the parkes error grid after treatment. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.